Event description:
On (B)(6) 2014, the patient contacted lifescan (lfs) alleging a power issue ¿ meter, not holding charge on her onetouch verio iq meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started on ¿(B)(6) 2014, afternoon¿. The patient does not take any diabetes medications. However, continued with her regular diabetes management routine as a result of this alleged product issue. The patient stated on ¿(B)(6) 2014, 1:00pm¿ after the alleged issue occurred, she developed the symptom of ¿shaking¿. The patient denied receiving any form of treatment. At the time of troubleshooting the cca noted that this was not the first time the product was being used, there was no misuse of the product and it was a recurring issue. Cca also noted that the patient charged the meter until charge complete message appeared and based on customer testing frequency the battery did not need to be recharged. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.